Event description:
It was reported that an ez45g and a zr45g were used during a video assisted lung biopsy. It was reported by the affiliate that the instrument fired once with no problems. Reloaded device and then jaws would not close. On withdrawal, without pressing the firing handle, some staples were loose. Another instrument was used to complete the case. There was no consequence to the patient.